Event description:
It was reported that during a laparoscopy assisted vaginal hysterectomy procedure, while using the advanced hemostasis button, midway of the cycle, there was a bit of smoke released. The doctor noticed that the inactive pad had been split in two, and fell off. He used a grasper to pick up the plastic. A bipolar device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Additional information: the device with serial number 14288-0717 was returned with tissue pad detached but with evidence that the tissue pad was present for some of the case. The device was tested with a generator and all buttons were functional. During functional testing, no smoking was detected. It is possible that the reporting smoke was generated by the tissue pad being melted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.